Event description:
During surgery the blade will begin to make a lot of noise and then the inner blade will snap and the user will observe that the inner tube is no longer spinning when viewed in the window of the blade. There has been no fragmentation of metal into the joint. All surgeries were completed endoscopically using a new blade.